Event description:
It was reported that the procedure was to treat a lesion in the right carotid artery. The 10 x 8/6 x-act stent was implanted with a good result; however, after the procedure, the patient couldn't move her left hand and a stroke was suspected. The physician plans to perform an MRI; however, will not release the results. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.